Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) lead undersensing causing pacing inhibition due to left ventricular protection period, technical services (ts) was consulted and farfield oversensing was noted. Ts recommended reprogramming sensitivity and amplitude to prevent inappropriate mode switches. The lead remains in service. No adverse patient effects were reported.